Manufacturer narrative:
Qn# (B)(4). The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint cannot be confirmed. The complaint root cause cannot be established. No corrective/preventative actions will be assigned. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states: "during the process of intubating, a mac disposable laryngoscope blade was used and the fiber optic (green banded) stem broke off and fell off into the patient's throat. (Continued.). The breaking plastic was loud enough to alert the provider that there was an immediate incident and the fiber optic stem was retrieved". It was reported there was no injury or consequence to the patient. Patient condition reported as fine.